Manufacturer narrative:
Date received by manufacturer, corrected data: initial report inadvertently listed the incorrect date.

Event description:
It was reported that this patient would like to remove her vns due to sleep apnea. The patient wondered if the vns could be related to the sleep apnea, but also admitted she does not use her prescribed c-pap machine. Additional information was reported from the doctor¿s office. It was reported that the patient has a history of sleep apnea even before vns implantation. The patient has not brought up her belief in the relationship between sleep apnea and the vns before to the doctor, and therefore the doctor does not know if there is any relationship between the two. No known surgical intervention has occurred to date. No other relevant information has been received to date.